Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height main drawer 6.2 was not detected and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loose and imprecise fit between the retractor band and the controller boards on drawer module 6.2, resulting in the drawer going off the bus intermittently. A field service engineer (fse) verified all cable connections and identified that excess tolerance in the controller boards prevented a proper connection. The drawer controller and module controller were replaced, ensured a firm and secure retractor band fit. Additionally, debris was removed from the bottom and rear of the unit. Post repair, the drawer was reconfigured and successfully tested using the hardware test application, confirming normal functionality. The system functioned as intended after the field service engineer repaired the device.